Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Patient age and dob requested but not provided.

Event description:
The customer reported that the end of the primary tubing set broke off into the maxplus connector leaving the blue gland/piston to remain depressed causing blood to leak from the maxplus. There was no report of patient harm.